Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02670 and 1627487-2013-02671. It was reported the pt had not used her stimulation in years and wants her system removed. She reported the system never worked well and did not relieve her pain. No further info is available at this time.